Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery procedure. It was reported that there was no patient reference visible in the patient registration model. The site tried a three point tracer registration, but the blue dots were drawn in the wrong place. After troubleshooting the site was able to get the reference on the patient's forehead, register, and proceed with the surgery. The patient outcome was not clear at the time of the event. There was a reported delay to the procedure of more than 1 hour due to this issue.